Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Performed a visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and signal low error message along with a drop in glucose and temp values were observed, which is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿replace sensor¿ error message was received with the abbott diabetes care (adc) device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness however, they did not receive third party medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: h10- has been updated to reflect updated investigation. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11, 224, and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a removal of a properly applied and functioning sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿replace sensor¿ error message was received with the abbott diabetes care (adc) device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness however, they did not receive third party medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿replace sensor¿ error message was received with the abbott diabetes care (adc) device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness however, they did not receive third party medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.